Manufacturer narrative:
Investigation: checking the manufacturing charts of the liner removed, no pre-existing anomaly was found on the (B)(4) items belonging to the lot number: 19at132. Based on the available records, at least 39 out of (B)(6) items belonging to the lot number: 19at132 and sterilization: 1900326 have been implanted, and this is the first and only complaint received on this lot number. No additional information is available on this event; therefore, the manufacturer is not able to further investigate this case. Hence, taking into account that: the check of the manufacturing charts highlighted no pre-existing anomaly was found on the items belonging to the same product and lot number as the component removed. No further information about the causes of the rotator cuff tear was provided by the complaint source. We have no evidence to consider the event as product related. Pms data: according to pms data, the revision rate of smr anatomic prosthesis (total and hemi) due to cuff failure is around 0.52%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. The manufacturer continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery was performed on (B)(6) 2025, due to failed rotator cuff. The implant was converted from anatomic to reverse. The following component was removed: liner f. Met. Back glen.standard (part code: 1377.50.010, lot number: 19at132, sterilization: 1900326). Previous surgery took place on (B)(6) 2020. The event happened in the united states.